Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(4), batch: 20217924 / 20465520.

Event description:
It was reported that the patient started leaking a clear bloody fluid near the base of his back and the ipg. It was noted that three physicians who looked at the fusion and other surgeries found that the issue was with the stimulator. It was also mentioned that the patients body was naturally rejecting the device. The patient underwent an explant procedure. The explanted ipg and linear leads were discarded.